Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before the procedure, vasoview hemopro 2 cannula flush port was broken off. They stated they could still use the harvesting system as they did not use this flush port. The flush port was loose in the package. The procedure was completed with the same device. There was no delay. There was no patient harm.